Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had an input that was not working from front video input port and there was black screen (no image on the screen). There were no reports of patient harm.